Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reax1145 showed no other similar product complaint(s) from this lot number.

Event description:
The facility reported that the tip on the 3cg wire broke during insertion.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken 3cg stylet was confirmed. The product returned for evaluation was a 4fr s/l powerpicc solo catheter with a 3cg stylet. The stylet contained a complete break within the magnetic tip. The 3cg stylet had been kinked about the t-lock assembly and the length of indwell stylet was measured to closely match the available length of catheter tubing. Microscopic examination of the sample showed that the fractured wire end was both hooked and contained a tapered end, consistent with both kinking and tensile failure. The core wire within the tubing contained kinks at nearly every magnet interface which were consistent with wire bends greater than 110°. Further microscopic examination showed damage to the polyimide tubing at three of these kink sites. The tubing contained tears and delamination of the polyimide layers.

Event description:
The facility reported that the tip on the 3cg wire broke during insertion.